Manufacturer narrative:
This report was generated as part of the customer solicited feedback remediation project as per CAPA (B)(4) to capture the potential complaints that were documented in product experience records. Follow up was conducted to determine the details of the complaint. Product event summary: the controller was not returned for evaluation. No device malfunction was reported against the controller; therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the device from performing as intended. Review of the manufacturing documentation could not be performed since the serial number is unknown. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the reported event may be attributed to user perception. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Review of customer feedback indicated that ¿the locking mechanism on newer devices feels tough when trying to make a connection. The locking mechanism does not rotate as easily as older units. There should be some form of indication that the monitor should be plugged in most of the time." The controller remains in use. No patient complications have been reported as a result of this event.